Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has issues with sinus, nasal/throat irritation or soreness, wakes up totally ingested and inflamed using the device. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to a third party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected and scrapped at the third-party service center during the device evaluation. There was no evidence of foam degradation; neither were any foam particles visible.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.